Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unable to fill the reservoir or remove the plunger rod. Customer stated that when she inserted the vial, she could not draw insulin into the reservoir. Customer was having trouble with pushing air from the reservoir into the vial. Customer's blood glucose was 262 mg/dl at the time of the incident. Customer has already changed the reservoir because it was a past event. Customer will be sent a replacement reservoir.